Event description:
The hcp was unable to refill the pump because it was sitting sideways in the pocket. The pocket was revised to reposition the pump and suture it into place. The pt did not experience any adverse symptoms associated with the event.

Manufacturer narrative:
For failure to refill.